Event description:
A third party service technician reported that during initial checkout of the device after receipt, the unit alarmed as intended, instrument malfunction. The error code indicated that there was an air-in-line hardware failure. The alarm notified the technician that the unit was not operable. No patient involved. This was an out of box failure. Physio control was assisting hospital with pump checkout after receipt. Hospital requested the co repair this unit and return it to the hospital. The co rep in dispatch is aware and will e-mail RMA numbers.